Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient complained of pocket site discomfort. Reportedly, the patient lost weight and the scs ipg site was uncomfortable. Surgical intervention was taken and the patient's ipg pocket site was repositioned and the issue addressed.